Event description:
It was reported when using the bd pyxis¿ anesthesia station es, it had not been synchronizing to the network and failed to see current patients. The customer reported that the malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had not been synchronizing to the network and failed to see current patients. T he technical support specialist (tss) found that station running version 1.6.1, but its server had been decommissioned, preventing patient data from syncing. The tss resolved the issue by upgrading the station to version 1.8. The system functioned as intended after the technical support specialist investigated the device issue.